Manufacturer narrative:
Device was received with cracked battery tube threads and cracked case. Time or clock anomaly and charge or battery lasts less than expected not confirmed during testing. Device passed the self test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly and it gains eleven minutes. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had a shorter battery life and also had cracks around the battery compartment. The insulin pump alarm history also showed replace battery alert. The device will not be returned for analysis.